Manufacturer narrative:
It was reported, "staff member (later identified to be a medical assistant) experienced a needle stick." Email received by (B)(6) rn, at (B)(6), who provided additional information in regards to this incident. Reporter states, "medical assistant (m.a.) Gave an injection (later determined to be a (B)(6) injection), attempted to use one handed closure of the safety device with her right hand, it bent, she tried to close with left hand, the cap moved to side and the needle scrapped the gloved left pointer finger." Reporter states the m.a., "immediately washer her hand and finger." Reporter states, the m.a. Agreed to facility exposure protocol and lab work was drawn, and "results were reported to the employee as (B)(6)." Reporter states, m.a. Is currently doing "fine." No sample is available for return and evaluation. As such, a root cause will be difficult if not impossible to determine. After further clarification, the reporter confirms the medical assistant's left pointer finger did incur a puncture and that the needle did not just "scrap the glove of the left pointer finger." Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported, "staff member experienced a needle stick." After which they under went facility exposure protocol.